Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent vascular stent in stenting aie crossover. The stent was removed but it was reported that system was difficult to remove over the guidewire. It was also reported that the stent delivery system and wire were outside the sheath and broken off approx. 5 cm from the tip a thread loop is visible on the handpiece. The procedure was completed normally. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample to the manufacturer is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent vascular stent in stenting aie crossover in motion segment of artery. The stent was removed but the system was difficult to remove over the guidewire. The stent delivery system and wire were outside the sheath and broken off approx. 5 cm from the tip a thread loop is visible on the handpiece. The procedure was completed normally.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned sample is in used condition without stent that reportedly has been deployed inside patient. The inner catheter guidewire lumen is broken at the distal, and the distal end including tip is missing as it reportedly broke off outside patient. At the proximal end of the grip a small loop of loose release tether is visible which was considered a consequence of the reported removal difficulty. The investigation indicates that difficult guidewire removal led to breakage of the guidewire lumen. In this case, the vessel was calcified but not tortuous, and compatible accessories were used. No deployment difficulty was reported. The product was used in the iliac artery which represents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU state: 'a) remove the delivery system from the body. Note: if resistance is met while retracting the stent system over a guidewire, remove the stent system and guidewire together. B) visually confirm the delivery system integrity after removal.' Under required materials the IFU state '6f (2.0 mm) or larger introducer sheath ¿ 0.035 inch (0.89 mm) diameter guidewire'. The IFU further state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.', and 'predilation of the lesion should be performed using standard techniques.' Holding and handling of the system throughout the procedure was found described. The lifestent vascular stent is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. B5, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned sample is in used condition without stent that reportedly has been deployed inside patient. The inner catheter guidewire lumen is broken at the distal, and the distal end including tip is missing as it reportedly broke off outside patient. At the proximal end of the grip a small loop of loose release tether is visible which was considered a consequence of the reported removal difficulty. The investigation indicates that difficult guidewire removal led to breakage of the guidewire lumen. In this case, the vessel was calcified but not tortuous, and compatible accessories were used. No deployment difficulty was reported. The product was used in the iliac artery which represents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU state: 'a) remove the delivery system from the body. Note: if resistance is met while retracting the stent system over a guidewire, remove the stent system and guidewire together. B) visually confirm the delivery system integrity after removal.' Under required materials the IFU state '6f (2.0 mm) or larger introducer sheath ¿ 0.035 inch (0.89 mm) diameter guidewire'. The IFU further state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.', and 'predilation of the lesion should be performed using standard techniques.' Holding and handling of the system throughout the procedure was found described. The lifestent vascular stent is indicated for the treatment of atherosclerotic lesions in the superficial femoral artery (sfa) and popliteal artery. G3, h6 (device). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent vascular stent in stenting aie crossover in motion segment of artery. The stent was removed but the system was difficult to remove over the guidewire. The stent delivery system and wire were outside the sheath and broken off approx. 5 cm from the tip a thread loop is visible on the handpiece. The procedure was completed normally.